Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right inguinal hernia repair procedure, while creating the operative space, the surgeon was unable to inflate the balloon when the device was inside the patient. It was reported to be obstructed for it worked properly after being tested without the inducer and outside the patient's cavity. Another device was used with the same lot number to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the balloon, obturator, valve seal and doors appeared intact. The insufflation bulb was received. A functional evaluation found that the balloon was inflated, no leaks detected. All other components functioned normally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.